Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd microtainer® contact-activated lancet experienced foreign matter on device needle /blade. The following information was provided by the initial reporter. The customer stated: "this is a report about foreign matter found on lancet. According to the customer's report, a piece of metal was found on the product."